Event description:
It was reported patient was revised due to arthrosis. During the procedure it was noted that the patella implant was dislodged and the pegs broken. No debris left nor fell in patient during the revision. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.